Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section at the lower uterine segment, when the abdominal cavity was closed, it appeared there was a fracture of the absorbable line. It was found in time and retrieved the broken end and they replaced the suture needle. There was no patient harm.